Manufacturer narrative:
Meter was returned because of power failure. Investigation: meter failed to turn on with either the power supply or batteries. Customer observations of smoke was due to the fibers of the paper roll blowing off during loading. No sign of any burning on the meter. The battery compartment is corroded with 2 pins that are not cleanable. Meter will be scrapped. Customer was provided with new meter. Customer's observation of power failure was reproduced. Conclusion: product support inspected the returned meter and observed no evidence of smoke damage. Meter would not power up and battery compartment showed damage. Note: product support has observed that paper filings may sometimes appear smoke-like when changing paper rolls. Power-related complaints are part of routine tracking and trending of complaints. No corrective action required at this time.

Event description:
Triage meter f2 will not power up. Customer states night-shift tech was installing a new roll of paper and the meter started smoking. This morning, customer opened battery compartment and observed leakage and the contacts are corroded. He removed the batteries, cleaned the contacts, meter won't turn on. Meter was run by power cord.